Event description:
Customer reports that their device read 296mg/dl while the paramedic's device read 33mg/dl. Customer was taken to the hospital, but no treatment information was provided. Customer had not used the device for approximately 6 hours prior to the event when he tested 163mg/dl and took 50 units of humalog. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.